Event description:
Device malfunction: none. Symptoms/ ae: tia. Time of symptoms/ae: 1 day post-procedure. It was reported that one day post left internal carotid artery stenting procedure the patient experienced a transient ishemic attack with dizziness, gait ataxia, and extinction that resolved two days later without treatment. No additional information is available. Study event.